Event description:
It was reported that prior to the implant procedure the lead was tested before use the helix mechanism was not working properly as he physician observed that the helix was not extracted with the appropriate turns. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was returned with the helix partial extended. Helix tests were performed, helix was able to be extended and retracted within specification.